Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that unstable angina and restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and the patient underwent a stress test that was abnormal. Subsequently, coronary angiography and index procedure were performed. The target lesion # 1 was a de novo lesion located in the distal portion of saphenous vein graft (svg) to second obtuse marginal (om2) with 95% stenosis and was 12mm long with a reference vessel diameter of 4.0mm. The lesion # 1 was treated with pre-dilatation and placement of a 4.00mmx16.00mm promus element plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The target lesion # 2 was a de novo lesion located in the distal portion of svg to right posterior descending artery(r-pda) with 80% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The lesion # 2 was treated with direct stent placement using a 3.00x24mm promus element plus drug-eluting stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to recurring chest pain and was hospitalized on the same day. The stenosis located in ostial, proximal, mid, distal portion of the vein graft, and extending to the native r-pda was treated by pre-dilatation and placement of 4.0x16mm, 3.5x16mm, 3.0x32mm, and 2.25x32.0mm drug-eluting promus premier stents. On the following day, the event was considered resolved and the patient was discharged on aspirin and prasugrel.